Event description:
It was reported that 2 devices were used during a laparoscopic sigma. It was reported by the affiliate that the tsb35 anvils slipped out after reload. Another instrument was used to complete the case. There was no consequence to the pt.